Event description:
Port catheter was inserted. A piece of the port sheared off and ended up in pt's right ventricle. The doctor removed the port and catheter immediately. The field rep retrieved the defective port/catheter and reported to FDA. Patient had a port reinserted on the other side.====================== health professional's impression======================the device broke.====================== manufacturer response for chemo catheter, bard powerport chemo catheter======================no report.